Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddle support is worn (sparking). There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the paddle support was worn and sparking. There was no reported patient impact or injury. The customer informed philips remote support that the equipment was showing wear on the blades' and when charging the paddles, they sparked. A philips field service engineer (fse) went onsite and replaced the device's paddle pocket plates and rect. Pdl electrode repl. Results of functional testing indicate that the device passed the operational check and was fully functional. The defective components were discarded at the customer site. The device remains at the customer's site. The investigation concludes that no further action is required at this time.